Event description:
A customer reported a cartridge alarm identified as alarm 20. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the level. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy, resolving the issue.